Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab ltd (under registration #9611530). As of 2014 that number was de-activated due to the site no longer shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. An investigation was carried out into this complaint. Arjohuntleigh received information about an incident that occurred in the (B)(6), canada. It was reported that the resident was seated in the alenti bath chair, beside the tub. As per information documented in the complaint file "while the caregiver raised the tub or lowered the lift, the edge of the chair was on the tub shell". Along with further information, while the resident leaned over to support herself with the tub, the lift tipped over with the resident. As a consequence of the fall, the resident sustained serious injury of fractured left hip and shattered left tibia and underwent surgery. The device was examined by an arjohuntleigh representative after the incident. The condition of the device was assessed as good and the function test performed did not reveal any technical deficiency. The device which was used at the time of the incident was identified as alenti hygienic lift, with model number cdb8053-01 and serial number (B)(6). It was 11 years old at the time of the incident. It was used together with arjohuntleig system 2000 bath with serial number (B)(6) which indicates that this bath tub was 15 years old. The operating and product care instructions (IFU, version active at the time of the distribution of the involved alenti 04.cd.02/8 gb from june 2004) warn and inform how to use the device correctly, including resident's transfer to and from the bath. There are notifications: "warning! Make sure the alenti is completely clear of all other devices, baths and furniture when being raised or lowered. Make sure the alenti is at least a foot away from the bath tub if the tub is being raised for any reason such as quicker drainage!" "Warning! Ensure that the resident does not pull or hold on to stable objects such as grab rails, sinks and other equipment at any time, particularly while the alenti is being moved or the brakes are applied." "To avoid the possibility of injury from tipping or other misuse, always ensure that the equipment is used by appropriate trained staff." "Warning! Always pay close attendance to the resident during transferring, transporting and bathing." Also in the operating and daily maintenance instructions for system 2000 (document number 04.ar.10/2 ca dated on september 2001) there is notification referring to described situation: "warning: when lowering the bath tub the operator must ensure that there are no obstructions in the immediate vicinity that could impede its downward movement. Failure to remove obstructions could result in severe injury to operator/resident and damage the tub. When raising the bath, ensure that no part of the resident lift chair or stretcher is in contact with the bottom or rim of the tub." Based on the incident description, the alenti hygienic chair was over the tub edge while the incident occurred. Technical inspection of the device did not reveal any technical deficiency that could contribute to the incident. When the tub was raised or the chair was lowered by the caregiver, bath frame came into the collision with the chair, possibly causing it to tilt. It may indicate that the facility staff might have not paid a proper attention and overseen movement of the devices. All the above, brought us to the conclusion that the failure to follow safety instructions and recommendations included in the device instruction for use, together with lack of carefulness, might have been a primary cause of the event occurrence. If that element of use error was not in place, the event could probably have been prevented. Looking at the incident scenario it has been established that the alenti hygiene chair was being used for patient handling at the time of the event and in that way contributed to the event. This complaint was decided to be reportable due to resident's fall that resulted in a serious injury.

Event description:
Arjohuntleigh received information about an incident that occurred in the (B)(6). It was reported that the resident was seated in the alenti bath chair, beside the tub. As per information documented in the complaint file "while the caregiver raised the tub or lowered the lift, the edge of the chair was on the tub shell". Along with further information, while the resident leaned over to support herself with the tub, the lift tipped over with the resident. As a consequence of the fall, the resident sustained serious injury of fractured left hip and shattered left tibia and underwent surgery.